Event description:
Literature was reviewed regarding comparison of self-expanding versus balloon-expanding transcatheter aortic valve implantation in small and very small aortic valve annuli. The study population included 1364 patients who were predominantly female with a mean age of 82 years old. Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: cardiac tamponade, valve malposition or migration, arrhythmia requiring permanent pacemaker implant, major vascular or bleeding complication, acute kidney injury, moderate to severe paravalvular leak, cardiopulmonary resuscitation, and conversion to open surgery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: tamar itach et al. Transcatheter aortic valve implantation in small and very small aortic valve annuli: a propensity-matched analysis between self-expanding versus balloon-expandable valves. Catheter cardiovasc interv. Feb;105(3):624-632 2025. 10.1002/ccd.31374. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.